Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient had difficulty pumping this inflatable penile prosthesis (ipp). A surgical procedure was performed during which it was identified that the pump and its tube had migrated to the base of the penis causing both to be malpositioned. All components were removed and replaced due to physician's decision. There were no patient complications reported.